Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that seven days following the implant of this transcatheter bioprosthetic valve the patient reported bilateral leg swelling and weight gain of three pounds. Volume overload was diagnosed, and the event was described as acute on chronic systolic heart failure (hf). Furosemide dosage was increased with potassium chloride (kcl) and the event resolved 30 days after onset. The event was reported by the physician as possibly related to the valve implant procedure. 31 days following the implant of the valve, the 30-day electrocardiogram (ECG) showed an incomplete right bundle branch block (rbbb). No treatment was provided. Approximately one year later rbbb was present on the one-year follow-up ECG. No treatment was provided. No additional adverse patient effects were reported.